Manufacturer narrative:
No additional information has been received. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the allura system was not booting up. The system was not in clinical use. No harm has been reported. A philips field service engineer (fse) visited the site and found that the flexvision pc was not communicating with the system. The fse replaced the flexvision pc and the device was returned to expected functionality.